Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a communication issue with the sensor. Blood glucose value was 400 mg/dl at the time of the call. No further details were provided. The insulin pump will not be returned for analysis.